Event description:
A patient had received bilateral partial knee arthroplasty, which was performed using the robotic arm interaction orthopedic system (rio) and restoris multicompartmental knee implants. The surgeon revised the patient to bilateral total knee replacements due to joint disease progression.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted by mako surgical. According to the surgeon, the patient was revised due to progression of joint disease in both knees. No implant loosening was noted during the revision procedure. A review of the rio session files was performed as well. All values were found to be within acceptable tolerances, and the data suggest that the rio operated as expected.